Event description:
On (B)(6) 2012, the pt called from the hospital to report his blood glucose was elevated to over 600 mg/dl. He was hospitalized on (B)(6) 2012 due to a slight heart attack and pneumonia and his blood glucose began to elevate on (B)(6) 2012. Hospital staff treated his blood glucose with insulin injections until he reconnected to the infusion device on (B)(6) 2012. His normal blood glucose range is 150 mg/dl. He stated he changes the infusion set headset once per week and changes the infusion tubing every 3 weeks. He was advised on proper usage of the infusion sets. Further troubleshooting did not reveal any product issues. At the time of the report, the pt had switched to the backup infusion device using new accessories. The pt was not interested in continuing to troubleshoot the primary infusion device. He believes the primary infusion device is not correctly delivering insulin. It is unk if the pt was treated at the hospital for elevated blood glucose due to convenience or if he required treatment due to the inability to treat himself. Further attempts to follow up with the pt were unsuccessful. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for eval.